Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively determined as the patient remains ongoing on the lvad. The heartmate ii instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was sent to the ER on (B)(6) 2014 when lab results from an outside hospital showed a hemoglobin level of 5.6 g/dl. In the ER, brown stool was noted on rectal exam. The patient's anticoagulation medications (coumadin and aspirin) were stopped. On (B)(6) 2014 the patient received 3 units of packed cells after which the hemoglobin was 8.5g/dl. The patient was started on ferrous sulfate and a heparin drip was initiated to be titrated to a ptt goal of 60-80 sec. An esophagogastroduodenoscopy procedure performed on (B)(6) 2014 was (B)(6). A colonoscopy showed multiple hyperplastic polyps in the recto-sigmoid and descending colon. The polyps were removed and biopsied. A single 2mm ulcer and diverticulosis in the ascending sigmoid colon were also noted. The patient's coumadin was restarted. On (B)(6) 2014, the patient's hemoglobin was 7.7g/dl and 2 units of packed cells were transfused. On (B)(6) 2014 the patient¿s inr was 1.3 and the coumadin dose was increased. The hemoglobin was stable at 9.5 g/dl and the lactate dehydrogenase was 290 u/l. On (B)(6) 2014, the heparin drip was discontinued and the patient was started on lovenox to be continued until his inr was greater than 1.8. The patient was discharged with follow-up of inr to be continued outpatient. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year, 6.5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.